Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board. No button error alarm during testing. No blank display noted. Unable to perform any tests due to buttons unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 160 mg/dl at the time of incident. Customer stated that the insulin pump screen stayed blank when pressing any of the buttons. Customer also reported that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.